Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod. The pod was removed, and the cannula was noted to be bent. Hyperglycemia is treated by activating new pod and bolus. The pod was discarded.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.